Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p)'s right ventricular (rv) lead channel was sensing the left ventricular (lv) lead channel and myopotential noisy signals as a result of unipolar programming. There was no rv lead implanted. Technical services (ts) suggested reprogramming options. The health care professional (hcp) stated the patient is programmed for specific reasons, and the physician may not want to reprogram. The device remains in use. No adverse patient effects were reported.